Manufacturer narrative:
Parent (B)(4) is identified as duplicate to (B)(4) and closed accordingly. Please refer to (B)(4) with assigned MFR report number: 3030677-2025-000442 for the full investigation of this issue.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device has defective processor pca. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.